Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The solid state drive (ssd) was returned to the manufacturer for analysis. Analysis found that the ssd was would boot to the blinking cursor. When rebooted into recover mode and errors fixed, the system would fully boot to the login screen. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the solid state drive was replaced and the application and software were reinstalled. The issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the system was booted for the first time, the site was able to get to the login screen but when logging in, it displayed no video on the monitor. The site rebooted and from there the system kept showing "no video detected". A manufacturer representative went on-site and rebooted the system with the same result, however, they were able to get to the point where the system showed a blinking cursor on a blank screen. The initial screen came on every time. The grub menu flashed and went away on final reboot as well. The representative performed one more hard reboot and the logo flashed on the screen as expected, then the grub flashed, and the monitor displayed a black screen with a flashing cursor. It was not possible to get into the login screen. The site used a different navigation system for the case. There was no patient present when this issue was identified.